Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible, xrays returned indicate that a cable fractured on one side of the patient. Compared to post-op xrays, the cranial screw backed out (rotated) approximately 20 degrees (counterclockwise) upon failure. Unable to determine exact cause of the cable fracture. No explants were received.

Event description:
It was reported that a patient underwent a 2 level fusion at l4-s1 with transitional segment at l3-4 level. Approximately 3 months post-op, x-rays reportedly revealed a unilateral cable failure within the rod. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient.